Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 2 seconds seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 2 seconds seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6). Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 6mm from the tip and is approximately 19mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.